Manufacturer narrative:
The device was returned for analysis. The material separation was confirmed. The difficult to open or close could not be confirmed due to the condition of the device. The difficult to remove and positioning problem cannot be replicated in a lab environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The root cause of the reported difficulties cannot be determined. The subsequent treatment is related to circumstances of the procedure. Based on the information reviewed it is possible that the device was not inserted fully into the vessel. Calcification noted at the access site can contribute to positioning difficulties. This would be consistent with the reported ¿proglide device came out of the artery when trying to position the device.¿ if the foot was separated before, the link would be noticeably loose prior to insertion. Additionally, even with one foot separated the likelihood of the device coming readily out would be low. There was no confirmation of the mark reported, and there is no indication from manufacturing related issues. There is, therefore, no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 5f sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the proglide device came out of the artery when trying to positing the device with the foot plate opened. The proglide device footplate could not be returned to it's original position and appeared to be stuck in the subcutaneous tissue and not the artery. Resistance was noted during removal as the foot plate would not retract. On removal from the anatomy, a foot break was noted. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 20f sheath and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. Although the location of the foot is not known, no foreign body / flow disturbance was seen on fluoroscopy or on post op computed tomography angiography to indicate it remained in the patient anatomy. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.